Event description:
It was reported to dexcom on (B)(6) 2015 that a patient experienced a possible broken sensor wire on 09/15/2014. The sensor was inserted on (B)(6) 2014. Patient went to hospital and had x-rays taken which displayed two sensor wires lodged in the patient's abdomen. Patient had surgery and both sensor wires were successfully removed. Patient is still using the continuous glucose monitoring system. No additional event information was provided.

Manufacturer narrative:
(B)(4). Upon further review, the allegation of "broken" sensor wire was not conclusive and is actually an allegation of a retained wire (detached). X-ray results indicate two wires were in the patient's abdomen and discussion is of sensor retainment. Surgical removal of the sensor wire was performed and confirmed the reported event of a detached wire. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, x-rays showed the sensor wire in the patient. Surgical removal of the sensor wire was performed confirming the reported complaint. A root cause for the reported broken sensor wire could not be determined. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system states: sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation, redness, swelling or pain at the insertion site. The first sensor wire mentioned in b5 is being reported under MFR# 3004753838-2015-50164.